Manufacturer narrative:
User facility report: (B)(4) was received october 26, 2018. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The following information being reported is derived from user facility form received. It was reported that during the patient's pns system implant procedure, the tunneling tool broke into two pieces with one being lodged in the patient's lower back buttock area. As a result, the surgeon explored the area and removed the broken piece.